Manufacturer narrative:
(B)(4).

Event description:
The patient had been hospitalized in weeks past for other medical problems. The patient also had increased baseline pain. At the time, they were told to check with the pump hcp for a possible low battery. The pump was interrogated on (B)(4) 2011 and there were no alarm occurrences. There was a volume discrepancy; the actual residual volume (18ml) was greater than the expected residual volume (2ml). Device troubleshooting was being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.